Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant fixture mount made a cracking sound upon placement. Implant (tsvb10) was removed and another implant was placed. Tooth location 8.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and attached mount were returned for investigation. Visual inspection of the as returned product identified that the implant shows signs of wear and debris at the threads. The mount is likewise worn, but not confirmed to be cracked or fractured. Functional testing of the returned product revealed that the mount and implant could not be disengaged without excessive effort being exerted. DHR review was completed for the subject lot number: 1222391. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: 1222391 for similar cause and no other complaint was identified. Based on the evaluation, a device malfunction did occur, as the mount was noted to be stuck. The reported event was however unconfirmed following inspection, as the mount was not fractured. A definitive cause could not be identified. However, it can be associated to excessive loading on abutment/implant assembly. Unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.